Manufacturer narrative:
Patient weight not made available from the site. Aware date (B)(4) 2015 per new information identified when a medtronic representative was trouble-shooting at the site: in the polaris spectra system control unit (scu) logs, an error message was visible, showing a strober error. Confirmed this is indicative of a hardware failure. Return requested. Replacement polaris spectra system control unit (scu) shipped to site (B)(4) 2015. Medtronic investigation of returned suspect polaris spectra system control unit (scu) finds that a check of the event log revealed a history of intermittent internal strober error. This scu has not been previously returned for a failure. Electrical failure. System fault code - internal strober error. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a procedure, they experienced no input on the navigation system monitors. This issue was resolved, however, they noted the navigation system camera was displaying localizer not connected. The procedure the site was going into was axiem, thus this did not have any impact on the surgery. Because they were entering surgery, they were not able to troubleshoot this issue. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.